Event description:
Device 1 of 2: reference MFR report#1627487-2018-09650.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) issued by abbott that was associated with heating while charging (pocket heating) and would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2018-09650. It was reported the experienced discomfort (described as heating sensation) at the scs ipg pocket site when charging the ipg. Reportedly, the patient did not participate in this charger swap advisory. The system was explanted on (B)(6) 2016. The event date is unknown. The manufacturer representative was not present at the time of explant.